Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7340636. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200729234, 200729233] noted for missing print. There were two (2) notifications [200729733, 200731849] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with the scale print missing. It was stated ¿some syringes do not have scale print.¿ there was no report of injury or further medical intervention.